Event description:
During the angiojet procedure the tip on angiojet solent proxy otw 90 cm separated from itself. The result was that a segment of the angiojet catheter was left behind in the patient's left arm fistula. Md attempted to recapture segment with use of balloon and upsizing sheath but was unsuccessful. Patient had to be taken to surgery to have the segment removed surgically.